Event description:
Customer reported two implant loss - mobility. Information on the cf is incorrect; according to the measurement, it is a d 4.2 l 11 implant and a d 4.8/l 11 implant.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.